Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported normal saline had been infusing for approximately a half hour when the pump module began alarming safety clamp. The rn opened the channel, a white plastic piece fell out, and the fluid free flowed. Uhs evaluated the device with serial number (B)(4), and it was found to have a broken sear. There was no patient harm.